Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that there was an issue with the patient¿s device because ¿they¿ believed that the battery could have gone bad or something was wrong with the leads because it wasn¿t working anymore. The caller confirmed that the implant was not helping with symptoms, the patient was having accidents and did not even know they were having them. The caller stated that they did not know when it occurred because it was so slow and kind of sporadic and stated then all of a sudden they realized that it was not performing at all. The caller stated that the doctors who implanted the patient stated they needed to get the leads and battery checked to see if there was a problem, so the caller wanted to request a representative because they are far away from the surgery center. The caller also reported that the patient fell the year before and was reported to be related to the issue. The caller was redirected to the patient¿s healthcare provider. No further complications were reported.